Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported tip separation was confirmed via returned device analysis. The difficulty removing the stylet could not be replicated as the stylet was not returned. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during removal of the stylet from the 2.25 x 12 mm xience v stent delivery system (sds), resistance was noted and the tip of the balloon became detached from the device; therefore, the sds was not used. There was no resistance noted during removal of the sheath. A new xience v sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.